Event description:
It was reported by the service center that the ventilator turbine did not rotate with an audible alarm during testing. The ventilator was not connected to a pt when the reported problem occurred.